Manufacturer narrative:
Concomitant product: 407645, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced, "problems breathing, shocks, fast heart rates, and problems with the implantable cardioverter defibrillator (ICD) going off frequently." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.